Manufacturer narrative:
The device was evaluated by a field service representative and the rover's power cord was cut. The cord was replaced, passed all required testing, and was returned to service.

Event description:
It was reported that the rover's plug sparked and melted. Attempts are being made to obtain additional information from the account. It is unk if there was pt involvement or adverse consequences related to this event.